Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up in clinic, non-sustained oversensing was observed on the rv and atrial lead. Patient was asymptomatic. The noise was reproducible in clinic with pocket manipulation and isometrics. Lead reposition was performed. The patient is in stable condition and will continue to be monitored.